Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 4 of 4. The patient stated the alarm occurred a couple of days ago. The patient stated that she did not feel overfilled during the therapy. The programmed therapy was tidal, with a total volume of 10000ml, a fill volume of 2000ml, a tidal volume percentage of 85%, a total (uf) of 600ml, a last fill volume of 1500ml, a dextrose setting of different, weight units set to kilograms (kg), patient weight set to (B)(6), 4 cycles, an initial drain alarm of 1200ml, a comfort control setting of 36 degrees celsius, the last manual drain setting set to no, and a uf target of 0ml, with no alarm. The initial drain volume equaled 2529ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 104 alarm. The rn stated she was not aware of the alarm and that the patient does not follow up with the rn often. The rn stated as far as she knew the patient has been continuing therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leaks noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant sample evaluation. This complaint for increased intra-peritoneal volume (iipv) was confirmed in the event history log. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.